Event description:
A customer in (B)(6) reported a false positive cefoxitin screen for two patient staphylococcus aureus strains, in association with the vitek® 2 ast -p654 test kit (lot 8040822203).the customer stated the cefoxitin screen was positive with oxacillin susceptible. Test results were: strain (B)(6): (B)(6)-screen-agar ("oxiod") (B)(6), pbp2a positive, merlin bmd system (B)(6), vitek: cefoxitin-screen positive, (B)(6). Strain (B)(6): (B)(6)-screen-agar (oxoid) (B)(6), pbp2a positive, merlin (B)(6), vitek: cefoxitin-screen positive, (B)(6). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen for two patient staphylococcus aureus strains, in association with the vitek® 2 ast -p654 test kit (lot 8040822203). It was noted the customer was testing from non-validated media, (B)(6) screening agar. The customer's strains were confirmed by reference methods to determine the intended result : pcr meca/mecc to check the absence of (B)(6) strain (assay lbmsc-ast-90) was (B)(6) for both strains. Kirby-bauer cefoxitin (fox kb), reference method used for cefoxitin screen test with clsi diameters breakpoints used in development [>=22 mm s ; <=] 21 mm r] was susceptible for both strains (s1 : d = 27.5mm; s2 : d = 26mm). Tests performed on the ast-p654 card and system vitek 2 v8.01 (aes parameters : eucast + phenotypic): three ast-p654 cards (customer lot 1 # 80408032033,cl1, customer lot 2 # 804082220,cl2 and a random lot # 8040900103, rl) were tested from cba (cos bmx) subculture. Negative oxsf results were obtained for both lots and both strains tested. The negative oxsf tests correlated with the disc diffusion result of susceptible.(fox kb s). Conclusion the customer false positive oxsf results were not reproduced internally. The vitek 2 ast-p654 cards performed as expected.